Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: during the visual evaluation, an anomaly was observed in the posterior view consistent with a crease/fold. A tear was observed at the union between the patch and shell of the implant. Microscopic examination was performed, and the cause of the deflation could not be identified. Causes of deflation of saline implants include, but are not limited to, the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor received additional information on june 11, 2020. The explant date was (B)(6) 2020, as opposed to (B)(6) 2020 reported originally. The mentor failure analysis lab received the device for evaluation on june 18, 2020. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with a mentor smooth round moderate profile 575cc saline prosthesis (right) and a mentor smooth round moderate profile 525cc saline prosthesis (left) experienced spontaneous right sided deflation and left sided malposition post procedure. The deflation was confirmed through a physical examination performed by a physician. As a result, an explant is planned for (B)(6) 2020. See 1645337-2020-06567 for contralateral prosthesis report.